Manufacturer narrative:
Suspect medical device: information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type catheter; product ID: neu_unknown_cath, serial/lot #: unknown, explanted: (B)(6) 2021, product type catheter. The allegations made on (B)(6) 2022 regarding pump/catheter dysfunction necessitates that this event be reported. Because this event was not deemed reportable until (B)(6) 2022, that date is considered the new notified date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving 2000 mcg/ml of lioresal at 640.83442 mcg/day via an implantable pump. On (B)(6) 2021, it was reported that the patient experienced itching in the genital region, involuntary erections, and increased spasticity beginning on (B)(6) 2001. The patient reportedly felt better when taking diazepam. The patient was hospitalized and neurosurgeons successfully aspirated the pump and performed a bolus. It was noted that this appeared to provide positive clarification on the complaints as the patient had the same complaints on (B)(6) 2021 but acknowledged that taking diazepam helped them feel better. The outcome of the event was unresolved with no further action planned. The clinical diagnosis was symptoms of baclofen withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was related, the relationship of the event to the implant procedure was not related, and that the relationship of the event to the drug was possibly related. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2022. It was reported that the patient's therapy had never been as good as prior to the pump replacement due to end of pump life that occurred on (B)(6) 2020. It was believed there was a dysfunction in the patient's pump or catheter. The pump medication was increased several times with no result and the patient still experiencing "a lot of spasticity". The patient was receiving 2000 mcg/ml of lioresal at 1588.6 mcg/day as well as oral baclofen at the time of the report. No external factors that might have led or contributed to the issue were noted. It was reported that troubleshooting had been done a number of times. The patient had undergone several catheter access port tests with good results: the hcp was able to aspirate the csf very smoothly. A contrast study and rotor study were both performed with adequate results, but no effect on the patient's spasticity was noted. On (B)(6) 2021, the hcp decided to replace the patient's entire catheter. The patient was "ok" for two weeks after this, but then their symptoms worsened again with their spasticity developing more. On (B)(6) 2022, the whole system was replaced. It was unknown if the event was resolved at the time of the report. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0220796249 serial# implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter product ID neu_unknown_cath lot# serial# unknown implanted: explanted: (B)(6) 2021 product type catheter h3: analysis of the pump revealed no anomaly. Analysis of the model 8781 catheter revealed no significant anomaly; the catheter was returned incomplete / in three segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A2: patient age at time of event corrected to reflect previously received information. B5: additional information received on 2022-jan-31 d10: product ID: 8781, serial/lot #: (B)(6), ubd: 2022-07-28, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type catheter; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2022-jan-31. It was reported that, after the implant on (B)(6) 2022, everything was going well for the patient. It was reported that the patient's catheter that was explanted on (B)(6) 2021 would not be returned for analysis.